Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up in clinic today. Patient¿s device was found to have premature battery depletion. The device was explanted. No complaints were received from the doctor about patient's condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.